Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an continuing sensor session was reported. Data was available for evaluation. Customer allegation was confirmed and a probable cause could not be determined. No additional event or patient information is available.